Event description:
The customer reported being treated by the paramedics due to a low blood glucose reading of 23 mg/dl. The customer was making breakfast when he passed out, and his wife called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The customer stated that he has been experiencing low blood glucose levels ever since his healthcare professional changed his basal rates due to an infection. Assisted the customer in changing his basal rates back to his normal amount. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.